Event description:
Customer reported unexpected negative reactivity for dat assays during validation testing on galileo. The sample was previously run on another instrument and reported as positive. No adverse event occurred as a result of the unexpected negatives.

Manufacturer narrative:
A service call was made. Investigation of the customer complaint revealed the washer was not removing cells from the monolayer when washing. The complaint was resolved by replacing the wash head. Verification of the mixing cycles, flow check, sample and reagent probes, syringes, valves and rinse pumps were operating within instrument specifications. Performed daily maintenance and ran qc assay with acceptable results. Ran 4 negative dat assay patients and 3 positive patients with acceptable results.